Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3646 ml. The largest prescribed fill volume was 2200 ml, this meets iipv criteria. Product surveillance contacted the nurse on 06/21/2010. According to the nurse she was not aware of this event as the patient never reported any symptoms of overfill. The nurse stated that the patient is no longer on peritoneal dialysis. The nurse declined to provide any further information. Product surveillance notified the nurse of the probable cause. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv was determined to be: insufficient drain due to use error as the tidal ultrafiltration removal set too low. A service history review revealed no previous service events were related to the iipv. The labeling review found that the labeling was adequate for the use error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).